Event description:
It was reported that after surgery, while demonstrating an issue related to an event that took place during surgery, the blade broke. It was also reported that there was no pt involvement and no adverse consequences as a result of this event.

Manufacturer narrative:
The blade subject to this investigation was returned to the MFR for eval. It was visually confirmed that the blade was broken at the mount. The returned part was measured where possible and all critical specifications were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined.